Event description:
Boston scientific crm received information that this lead was exhibiting loss of capture and was found to be dislodged from the pt's ventricle. Physician felt that a thicker bodied lead would stay affixed better in the ventricle and chose to explant the lead. A new lead was implanted with no further incident. Implant date was not provided.